Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr index no: (B)(4). Side: l. Non revised products: product ID: kftcnp3l advance® primary femoral size 3 left nonporous/ lot number: 1600497/ qty: 1. Product ID: kpontp32 advance® onlay all-poly patella 32mm tri-peg/ lot number: 1594725/ qty: 1. Product ID: kttinp31 advance ii modular titanium tibia base sz 3+ nonporous/ lot number: 0901195804/ qty: 1. Product ID: ksp14100 advance® canal filling stem extension 15mm x 100mm/ lot number: 049855338/ qty: 1. Product ID: ktagb410 advance® tibial block augment size 4/3+ x 10mm nonporous/ lot number: 127495301/ qty: 1.